Event description:
A medical assistant reported that following bilateral intraocular lens (iol) implant procedures, the patient has experienced skin swelling and a rash on his face around his eye and the white of his eyes are red. The symptoms seem to get better with antihistamines. A dermatologist informed the patient that this was some type of an allergic reaction. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).